Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch profile meter displayed inaccurately low readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately low on (B)(6) 2015. The patient does not administer medication to manage his diabetes. He reported that he followed his usual diabetes management routine as a result of the alleged issue. He reported that at time unknown, he developed symptoms of ¿blurry vision, dizzy¿. He reported that he was taken to the emergency room, where he received treatment of insulin from a healthcare professional between 3:00 and 6:30 on (B)(6) 2015. He also reported that on (B)(6) 2015, between 3:00 and 6:30, he obtained an alleged inaccurately low blood glucose result of ¿87 mg/dl¿ on the subject meter, and ¿391/361 mg/dl¿ on an unknown hospital meter, performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposes of determining an inaccuracy. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. However, the patient¿s test strips had expired in january 2004. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate low reading on the subject meter and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.